Manufacturer narrative:
Method: the graft remains implanted; and as no lot or serial ID#s were provided. Rti surgical was unable to conduct a review of the following manufacturing records, quality control / assurance reviews and release, and the complaints associated with the lot. Results: the graft was sterilized by a process validated to eliminate the potential for disease transmission; tutoplast which includes terminal sterilization by gamma irradiation after packaging. Conclusion: the graft remains implanted. As no clinical history was provided for the patient and taking into consideration that to date, there are no related complaints reported for meningitis, encephalitis or related neuropathies, it is more plausible that the patient's reported condition was associated with a source or event extrinsic to the bovine pericardium implant.

Event description:
An investigation was performed following a complaint filed on (B)(4) 2015 indicating that on (B)(6) 2015 the patient underwent a neurological procedure and a bovine pericardium dural graft was implanted approximately two weeks later, the patient developed meningitis. The surgeon stated that "it is not very scientific to blame the graft" but it is extremely rare that this would occur for there was no microorganisms identified. Several attempts were made to contact the surgeon and obtain additional details. To date, no additional information has been provided. If additional information is provided in the future the complaint will be reopened and re-evaluated.